Event description:
It was reproted that during a laparoscopic bypass procedure, the device appeared to partially fire. It stapled, then there was a gap of no staples, then it stapled. It did cut in between. It left a hole that was sutured closed with the endo stitch. There was no pt consequence.